Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen on the insulin pump is cracked and bubbling on one side. Customer is unsure of how the damage occurred. It was stated that the screen is readable but the bubbling does cover up the reservoir indicator on the left hand side of the screen. Blood glucose value is unknown. Nothing further reported.